Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a non-bsc guide wire crossed the lesion and a balloon catheter was advanced, a 1.2mmx15mmx141cm fg coyote fc otw (emerge) balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.5mmx20mm coyote es balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. The balloon was loosely folded and there is blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed the balloon has a pinhole at the markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a non-bsc guide wire crossed the lesion and a balloon catheter was advanced, a 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.5mmx20mm coyote es balloon catheter. No patient complications nor injuries were reported.